Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection of the outer shipping box showed evidence of some damage. Additional visual inspection of the tray showed evidence of damage/cracks. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the outer packaging for these custom tubing packs were damaged prior to use. Devices in the same box/shipping containers were not damaged. The custom tubing packs were not used. No patient complications have been reported as a result of this event. Medtronic received additional information via analysis of the returned devices that there was also damage to the sterile barrier in all of the custom tubing packs.